Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bowel resection procedure, the device had constant seal cycle incomplete tone, there was no evidence of energy delivery but end tones heard when applied to 3-4 mm omentum after multiple good seals. The device was cleaned multiple times. Another device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d3 (MFR name and address), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the seal plate on jaw a was lifted/damaged. Functional testing found that the damage to the device's seal plate likely occurred due to a drop or during the insertion or extraction of the device jaw from a trocar instrument. The damaged seal plate leads to regrasp alarms when sealing is attempted. It was reported that the device has no seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device has alarm activation issue and the device stopped working. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bowel resection procedure, the device had constant seal cycle incomplete tone, there was no evidence of energy delivery but end tones heard when applied to 3-4mm omentum after multiple good seals. The device was cleaned multiple times. Another ligasure device was used successfully with the same generator. There was no patient injury.